Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had no delivery issues. Customer's blood glucose was 4.8 mmol/l. Customer stated that she has experienced the problem a couple of times since she received her new pump. Customer stated that alarms were occurring while priming or bolusing. Customer was just removing the reservoir from the pump and they tried to rewind again and reinsert. Customer stated that the alarms occurred about 2 weeks ago. Customer stated that she wasted 3 extra sets due to those alarms. Customer stated that the set that she is connected to right now is working fine. Customer will be sent a courtesy replacement for the wasted sets.